Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced defective or failed fluoro function pcb, collimator, high voltage cable and the touchscreen assembly. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system had collimators stuck in the closed position and unable to rotate. A collimator iris error was displayed, and the touchscreen would not work correctly.